Manufacturer narrative:
(B)(4). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the proximal body of the implant was large for the femoral canal. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The stem was returned and visual inspection identified the stem to be is in overall good condition. A small amount of discoloration was found within the porous coating. Dimensional analysis on the stem was confirmed to be within the print specification. Device history record (DHR) was reviewed and no discrepancies were found. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.